Event description:
The complaint was reported as: the complaint alleges that the circuit leaked during use on a pt. The circuit was changed and no leaks were detected. No report of pt injury.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. The assembly process and mfg procedure for catalog# 780-36 were reviewed and no findings that can potentially relate to the reported issue were found. The device history record (DHR) for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. No non conformance reports were originated for the reported lot number that can be associated to the complaint reported.